Event description:
The customer reported a leak at the manual sample probe of the coulter hmx with autoloader analyzer. The volume of the leak was about 5 ml and was not contained within the instrument. The customer was running patient samples and did not report any errors from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the wash groove on the probe wipe was restricted by a piece of rubber. The fse cleared the debris from the probe wipe, which repaired the leak. The repairs were verified per established procedures. (B)(4).